Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04970. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) medical product-oss porous im stem 18.5 x 225 catalog# 150405 lot# 724800, oss tibial poly bearing 12 mm catalog# 150410 lot# 720790, oss resurf fem sleeve aug rt catalog# 150453 lot# 212100, oss resurf fem sleeve aug lt catalog# 150454 lot# 837710, oss poly femoral bushings 2 pk catalog# 150477 lot# 236380, oss poly lock pin catalog# 150478 lot# 482740, oss axle catalog# 150480 lot# 909840, oss reinforced yoke catalog# 150493 lot# 502280. Customer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a revision surgery to address aseptic component femoral loosening. All additional information has been provided.